Manufacturer narrative:
Medwatch mandatory form received- user facility report number-(B)(4).

Event description:
It was reported that the patient presented in emergency post implantation. Upon investigation, it was revealed that the right ventricular lead had perforated. Pericardiocentesis was performed and the lead was re-positioned. Patient was discharged in stable condition.